Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site on (B)(6) 2015, stating that while in a spine trauma procedure on (B)(6) 2015, imaging system spins were inaccurate by approximately 1.5 millimeters in all directions. The site staff stated that they would drape the percutaneous pin and reference frame for spins and when removing the baggie, the pin would settle in a different location. They took a third spin without doing this, found it was accurate and the surgery proceeded normally. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative held synergy spine training at the site with a physician and an registered nurse (rn). A medtronic representative confirmed with the site that this issue was detected during accuracy check. A medtronic representative, following-up at the site, reported that the surgeon did place one screw after the first spin and it was 1-3 millimeters lateral. This is when the surgeon realized the frame had moved and they re-spun. The screw did not need to be re-positioned.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result."